Manufacturer narrative:
Based on the results of the investigation, the image noisy was due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope had a noisy image. There was no patient involvement.